Event description:
The facility reported an infusion pump that was "shutting itself off, even when plugged in". The event was reported to have occurred during pt infusion. The hosp representative stated they have no records of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Baxter service event and no pt injury had been reported. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming.